Event description:
The hcp reported a volume discrepancy. The expected reservoir volume was 2 ml; the actual reservoir volume was 17 ml. The pt had a loss of therapeutic effect. There were no alarms and no diagnostic studies had been completed. The pt was at the clinic at the time of the report. The pump was used to deliver dilaudid. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
The serial number is included in the range for synchromed el pump motor stall due to gear shaft wear manufactured beginning 1999 physician communication (dated 2007). Pump motor stall has not been confirmed in this device.